Event description:
The handpiece gave an error 3 handpiece error during pretest for a laparoscopic nissen. The handpiece was swapped with another handpiece and, using the same instrument, the case was completed with no patient consequence.